Event description:
The manufacturer received information that a trilogy 100 ventilator returned to a third-party service center for service. There was no serious patient harm or injury that occurred or was reported. During evaluation at the third-party service center, the ventilator failed a pressure sensor calibration test step. Troubleshooting determined that the active exhalation control module (aecm) required replacement to resolve the issue. The part was quoted to the customer, but the repair quote was declined. The device log files were successfully retrieved and reviewed in their entirety, and no critical errors were identified. During the physical inspection, the ac power cord retainer and rubber feet were noted to be missing, and dust accumulation was observed on the blower box. No preventive maintenance was required. The customer requested the device to be scrapped.